Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified; therefore no corrective action is required.

Event description:
It was reported that the procedure was to treat a mildly tortuous proximal left anterior descending (lad) artery. Two balance middleweight universal guide wires were placed, one in the lad and one in the 1st diagonal. A 2.75 x 38 mm xience xpedition stent was implanted by direct stenting, inflated one time to 12 atmospheres. When the balloon was deflated, it could not be removed from the stent. Negative pressure was applied multiple times with a syringe and the guiding catheter was advanced to the lad ostium when the balloon finally released from the stent implant and was removed from the anatomy. Post-dilatation was performed with a non-abbott balloon catheter to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.